Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that generator was not booting up and there needed to be technical repair. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the generator was not booting up. The issue was resolved during technical repair and the system then functioned as intended. There was no patient involved with this issue.